Manufacturer narrative:
There was no allegation of a malfunction of the ion system, instrument, or accessory. A review of the system logs for the reported procedure date showed that the available logs for the system on the reported event date identified two procedures: the first procedure showed two errors in the customer logs. The second procedure showed no errors relevant to the reported event. A broader log review of the first procedure was conducted by a system analyst and did not identify abnormalities. Two faults were observed during this procedure, joint controller power limit and passive tip watchdog. Both were consistent with expected system responses to the user input. One error was attributed to tool insertion. Another was attributed to a fast upward insertion movement applied by the user without clutching to release the brakes during transition to passive mode. No evidence was identified linking these to the pneumothorax. Log review for the first procedure showed no unexpected catheter motion.

Event description:
It was reported that before an ion endobronchial lung biopsy procedure began, the patient developed a pneumothorax. Following anesthesia administration, the physician encountered difficulties mapping the nodule and the physician observed lung movement which prompted a c-spin that revealed a small pneumothorax. The physician attributed the pneumothorax to the patient's multiple subpleural blebs, so the procedure was discontinued. While a chest tube was unnecessary, the patient was hospitalized for one day then discharged home.